Event description:
Lvp screen froze and was unresponsive while rest of system continued to function without alarming. When this happens, the lvp screen will not update and be unresponsive to user input. Root cause was determined to be that design of the clinical application's safety management system did not consider that the qt event loop should be a monitored failable element.

Event description:
The following has been reported: while testing variscite som failures that result in clinical application crashes, one failure instance resulted in the clinical application user interface freezing but without the pump entering a fail-stop state. The observed behavior was that while infusing the user interface was completely unresponsive but the infusion continued to run. After consulting with software r&d on this event it was determined that this failure was very likely the same as documented in fai-4552 a preliminary review of the logs identified the following issue: fai-4552 (v&v testing of known som issues; frozen interface while infusion continues, no fail stop state) an active infusion was not stopped (per a review of the logs). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.